Event description:
It was reported that the insulation near the insert connector on the handle was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The coating on the handle is cracked. Probable root cause/s could be improper sterilization methods and/or normal wear and tear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation near the insert connector on the handle was compromised.